Manufacturer narrative:
Pending investigation.

Event description:
As reported by the shoulder clinical study, the patient had an initial right tsa on (B)(6) 2011. The patient developed a deep infection in the implant and the implant needed to be taken out. The patient was revised on (B)(6) 2012. Reimplantation will occur once the infection has cleared. This event was determined to be possibly related to the devices and procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 type of investigation, investigation findings, investigation conclusions. The following sections were corrected: d1, h6 clinical code. H3: a review of the sterile certificates and/or final endotoxin reports could not be performed because serial number(s) were not provided and the original surgery invoice could not be located from a search of exactech¿s surgery data. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition.